Event description:
Medical records received on (B)(6) 2012. Medical records indicate that patient was revised due to a periprosthetic fracture. Patient fell while in hospital. Litigation was received on (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records received on 12/14/2012. Medical records indicate that patient was revised due to a periprosthetic fracture. Patient fell while in hospital. Litigation was received on 03/16/2012. Doi: (B)(6) 2006 dor: (B)(6) 2006 (B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The surgeon comments within the revision report that on day two post implant the patient went into delirium tremors due to alcohol withdrawal, got up on his own knocked down a bedside table with water on it and then slipped and fell on his back hitting his head. The surgeon describes this patient as morbidly obese. The patient fall / trauma, and not the depuy stem is suspected as the root cause for the bone fracture. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.